Event description:
The lay user/patient contacted lifescan alleging that the product was having the following labeling/packaging issue. The pt reported that the owner's manual was missing from the meter kit. There were no allegations of harm or injury.